Event description:
The baby was just about to be released to its mother, when the nurse noticed the catheter broken just below the oval disk.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Attempts to obtain additional information regarding this incident are being made. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.